Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of "lo" blood results. She states she is getting e-2 error messages. Performed blood test 497 mg/dl then back to back blood test 342 mg/dl and lo customer will be going to the hospital because she is not feeling well. Calling customer back but customer states that she is home from the hospital now and she will be going to her dr tomorrow to check her diabetes.